Event description:
It was reported that an ilet user experienced a high blood glucose of 374 mg/dl after swapping supplies, and was advised to perform a site-only change, which resolved the issue. Symptoms included hyperglycemia. Outcomes included transient impact without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.